Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead lot# unknown serial#, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead lot# unknown. Product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that  the reason for call was patient reported they noticed for at least 6 months ago, they have not had a regular stream, they have had no control at all, if they feel like they have to go, they are going through maybe 6 pads a day. . Patient reported ever since getting their most current implant they've had problems getting any kind of reading or connection out of it and shortly after their battery was changed, their doctor could not get any reading either but finally did by using other equipment. The patient was calling today because they got the message: eos, therapy has stopped, replace the internal device to continue therapy. Reviewed the meaning of the message and redirected to their doctor to further address the issue. On 2026-feb-11 additional information was received from the patient. The patient called back and repeated information regarding the therapy issue. The patient repeated that when they called last time they were leaking, and now urine just runs out. The patient mentioned that the urine runs into a pad if they hear water running or if they were walking. The patient repeated that they have no control of urine or bowel, but not all the time. The patient mentioned that they had fallen prior to this event, and thought perhaps a wire broke as a result of the fall. The patient repeated that they were seeing the eos message the last time they called. The agent reviewed the meaning of eos. The patient said it was odd that the ins reached eos when it hadn't been implanted for 4 years yet. The patient said they spoke with a manufacturer rep (name not provided) twice after they called patient services the last time, and the rep wanted the patient to meet them at a hospital that was too far away. The patient prefers to stay local because they're basically bedbound with limited walking. The patient was redirected to their doctor to further address the issue.